Event description:
It was reported that the patient presented in clinic for follow-up with episodes of auto mode switch with noise reversion. Review of the electrograms revealed noise on the right ventricular lead. Noise could not be reproduced in clinic with isometrics and pocket manipulation. No intervention was performed. The patient was fine and would continue to be monitored.

Manufacturer narrative:
(B)(4).